Event description:
It was reported that stent damage occurred. A 2.50x32mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion; however, the device could not cross the lesion despite several attempts. The distal portion of the stent was damaged. The procedure was not completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues note with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x32mm promus element drug eluting stent was selected for use and advanced to treat the lesion; however, the device could not cross the lesion despite several attempts. The distal portion of the stent was damaged. The procedure was not completed. No patient complications were reported and the patient's status was stable.